Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per the field service representative (fsr), the replaced part was disposed of by the user facility. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. He was able to duplicate the problem. He removed pressure switch and installed a new one. However, replacing the pressure switch did not repair the problem. He opened up marsh pump and discovered broken spindle. The marsh pump was then replaced. During inspection, the fsr also discovered that the lint filter was torn and was replaced. The corrective maintenance and inspection was completed successfully. The unit operated according to manufacturer specifications and unit was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler (tcm ii) was noted to have "no flow" icon lighting up and stopped flowing. The product was changed out. The surgery was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.